Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt.

Event description:
Unomedical reference number (B)(4). Event occurred in egypt. It was reported that patient faced an event of infusion set tape not sticking on (B)(6) 2024. Patient reported that the cause of product not adhering was swimming. No further information was available.